Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the slight wear and interrupted and weakened light guide bundle in the insertion section, cause due to component failure of the light guide bundle, and the most probable root cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the laparoscope, gynecologic to the service center for evaluation related to a separate issue. During testing the repair center technician found slight wear and interrupted and weakened light guide bundle in the insertion section, cause due to component failure of the light guide bundle. There was no patient involvement.